Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the lg cable connector fluid damage, the us connector body broken, the insertion flexible tube (ift) compressed, the lg prong corroded, the serial number plate missing, the us connector casing leak, the light guide cable cut, the us connector cable worn out, and the us connector cable bump; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).